Event description:
It was reported that the locking mechanism was loose. There was no patient contact or injury. The product had come in for repair. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: device has been cleaned and inspected. Ratchet mechanism is not closing smoothly. Index knob requires re-tensioning. Recommend unit undergo general service including full disassembly, cleaning and replacement of minor parts in order to restore full function to manufacturer¿s specifications. Device history record reviewed for this product ID serial# (B)(4) manufactured on (B)(6) 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in complaint system for this reported failure and or related to "locking mechanism too loose " for this product ID shows that 4 complaints were received including this case. This issue will be monitored. In summary, the end user's reason for return was verified however the root cause could not be determined. This issue will be monitored.